Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the aortic rupture cannot be confirmed; however, per report, valve calcification (severely calcified) likely contributed to the reported annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, the patient died from a complication of an annular rupture during a procedure with a 23mm sapien xt valve. As reported, a balloon valvuloplasty (bav) was performed and when the balloon was being deflated, the patient¿s blood pressure began to drop and the patient had ¿heart failure¿. The patient was treated medically and the valve was implanted without pacing. The patient was administered additional medication and cardiac massage was performed. The echo revealed a pericardial effusion and it was suspected that a ventricular ruptured occurred. A pericardiocentesis was performed and 240cc of blood was removed, the pericardial effusion decreased, but the patient did not recover. Blood was administered and it was suspected that an aortic rupture occurred. Cardiac massage was ongoing, the patient began to fibrillate, and an aortography was performed and confirmed an aortic rupture. Images revealed that the valve was deployed too aortic, and severe insufficiency was noted. Despite the administration of drugs and cardiac massage, the patient passed away. The proctor and physician reviewed the bav images and it was noted that an annular rupture occurred during the procedure due to valve calcification. The native valve measured 19.8mm x 25.1mm with an area of 414.9 by CT. The native annulus, leaflets and aortic root were severely calcified. The sinotubular junction (stj) diameter was 24.8mm and severely calcified. The sinus of valsalva (sov) diameter was 25.3mm. Ventilation was not held.